Event description:
Info was received that reported a pt was hospitalized due to incidence of hyperglycaemia. The reporter stated that the pt was admitted to hosp early morning on 9/26/06. It was reported that prior to admission, the pt's blood glucose had been running between 400-500. At admission, their blood glucose was 600+. It was stated the pt changed the infusion set and insulin cartridge prior to the admission. No errors or alerts were displayed by the. Upon admission to hosp, the pt was treated with regular insulin injections. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No problems were found with the fluid delivery of the device. The bottom housing of the device was found to have a crack 1/4th inch in length, however, this had no effect on the delivery of the device. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected.